Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol ventrio st (device 2). An additional supplemental emdr was submitted to represent the bard/davol ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2010, patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿a curvilinear incision was made through the previous scar. The sac and the incarcerated omentum were trimmed. A ventralex mesh (device 1) was placed into the defect elevated along its tails and then secured with sutures.¿ (ppf/mrr) (B)(6) 2019: patient was diagnosed with recurrent incisional hernia thereby underwent robotic assisted repair with excision of ventralex mesh and implant of unknown mesh. Per op notes, ¿the omental adhesions were taken down, and the previously placed mesh was exposed. The old mesh was folded over towards the left side of the abdomen leaving a hernia defect on the right side. The omentum and the previously placed ventralex mesh (device 1) were excised from the abdominal wall. An unknown mesh was placed into the abdomen and was secured with sutures to the anterior abdominal wall.¿ (ppf/mrr) (B)(6) 2022: patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventrio st mesh (device 2) and excision of unknown mesh. (Ppf) (B)(6) 2023: patient was diagnosed with incisional hernia thereby underwent open repair with excision of ventrio st mesh (device 2). (Ppf)